Event description:
According to the reporter, the pt was treated for urinary incontinence. She has allegedly experienced pain, urinary incontinence, abscesses, infection, fistula, urinary tract infections, vaginal discharge and vaginal bleeding, in addition, is currently experiencing incontinence pain in her abdomen, painful intercourse and vaginal bleeding.

Manufacturer narrative:
(B)(4).